Event description:
On (B)(6) 2025, pump (B)(6) underwent routine preventive maintenance testing. During testing, the device failed the 30 psi occlusion test, alarming at 21.300 psi, which is below the acceptance range of 22¿38 psi. To correct the issue, the 30 psi calibration value was adjusted from 280 to 267. Following calibration, the device met applicable performance specifications and passed all required testing. No patient involvement or adverse event was reported.

Manufacturer narrative:
A review of the previous service record was completed to determine whether there were any prior service events documenting the same failure mode; no such records were identified. Complaint history was also reviewed, and no previous complaints associated with the same failure were identified. The issue was identified during service evaluation and was resolved by recalibrating the device. Recalibration of the 30 psi value corrected the issue. The probable cause of the failure was determined to be the device being out of calibration. This failure mode is currently under investigation as part of CAPA-15. This report was submitted late. An investigation into late MDR submissions is ongoing under CAPA-32. Refer to complaint record(B)(4) for additional details.